Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful with the primary care physician. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: product ID: d314drg, implanted: (B)(6) 2012; product ID: 6944-65, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual analysis was performed only.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the paperwork indicated the patient died approximately eight months post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.